Event description:
This study compared the results of multiple endovascular interventional procedures using proglide devices. The intention of this study was to compare the vascular complications of procedures using proglide devices versus traditional surgical incision for closure. The femoral artery was used for all access sites. The rate of vascular complications were low; however, for proglide, included the following: bleeding, vascular dissection and thrombosis requiring the use of additional closure devices, manual compression, surgery, and medications. The article concluded that the use of proglide devices was a safe and effective means to reduce operation time, recovery time, and hospital stay while avoiding complications often seen in surgical incisions. Specific patient information is documented as unknown. Details are listed in the attached article, "vascular closure devices versus conventional suture for endovascular interventional surgery via femoral route." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part and lot number was not reported, and the device was not returned. A conclusive cause for any reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of thrombosis, dissection and hemorrhage are listed in the perclose proglide instructions for use as potential adverse events of use of the device. The treatments appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event: estimated. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, "vascular closure devices versus conventional suture for endovascular interventional surgery via femoral route."